Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint was confirmed. The root cause is the latch lock flex. This was replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device had a cassette not attached error. The product fault occurred during testing. There was no patient involvement and no harm/adverse event reported.